Event description:
This was a left-sided, cardiac lead removal conducted in the ep lab with both arterial line placement and fluoroscopy in use. The patient experienced inappropriate shocks and requested to have the 2 year old leads (ra & rv) removed. Both leads were prepped with lld-ez and the md began lasing the rv lead with a 14f sls ii. Lasing just past the svc, with minimal traction the lead released from the rv apex. The patient's arterial blood pressure dropped notably succeeding this extraction. The CT surgeon and operating room cardiac team were notified and patient emergently transferred to the operating room. Within 4 minutes the patient's chest was opened and a tear in the rv apex found and successfully repaired. The patient was transferred to the ICU and reportedly recovered without further complications. Several unsuccessful attempts ((B)(6) 2011, (B)(6) 2011 and (B)(6) 2011) at gathering further device information were made.